Manufacturer narrative:
An investigation has been initiated. Currently waiting additional information and the return of the sample for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During dialysis the catheter came loose at the connection between the catheter and the arterial extension.

Manufacturer narrative:
The arterial extension, collar, and compression ring were returned for evaluation. The lumen involved was not returned. A visual examination revealed no obvious damaged or abnormalities. Relative measurements were taken and revealed the device is within specification. The device was reviewed and tested by medcomp engineering. The returned device was attached to an unused sterilized split stream catheter and a pull test was conducted to ensure compliance with en iso 10555-1:2023 (a minimum of 3.37lbs (15n) before joint separation). In addition, a sterile split stream sample was also tested. Four different conditions were tested for both the sample part and the complaint part. The results are observed and only display failures for the sample part under conditions where the part was not fully assembled. The complaint part did not observe any failures under any condition tested and displayed higher forces at break under every condition when compared to the sample part. It can be reasonably concluded that the separation of the lumen to extension cannula joint experienced by the complaint part was possibly improper assembly of the lumen to the extension.